Event description:
It was reported that the right ventricular lead exhibited noise and impedance greater than 2500 ohms. The lead was explanted and replaced.

Manufacturer narrative:
Final analysis confirmed through x-ray that all distal coil filars were fractured under offset distal coil.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.